Event description:
It was reported that the system had a communication failed in left monitor at startup. This may result in a system lock up, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.